Event description:
It was reported that the patient had blue liquid coming from their controller. The patient presented to the clinic and ventricular assist device (vad) coordinators observed tears on both the black and white power leads of the controller. Blue-green liquid was coming from the tears due to oxidation. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress and damage on the power cables was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(4). Visual inspection of the returned controller revealed tears next to the strain reliefs on the controller side of the white power cable and the black power cable; a green liquid substance consistent with fluid ingress was observed underneath the tears. The controller was functionally tested and passed without any issues. The controller operated in a mock circulatory loop and no atypical alarms were observed. The integrity of the power cables was tested and raised resistances were observed on both power cables; this is consistent with conductor breakdown on the power cables. The wires associated with the relative state of charge (rsoc) signal on both power cables were noted to be compromised during testing. The cable jacket on both power cables was removed revealing that green fluid substance consistent with fluid ingress coated the protective layers and the insulation jacket on the underlying wires of the white power cable and black power cable. No cuts were observed on the power cables. The log file downloaded from the returned controller contained approximately 9 days of data (B)(6) 2022 per the timestamp). Intermittent low voltage advisory alarms that were not associated with regular battery depletion activated on (B)(6) 2022 from 17:21:00 to 20:39:52 due to the relative state of charge (rsoc) voltage on the white power cable fluctuating below the low voltage threshold while connected to a 14v battery; the alarms resolved shortly after activating each time. The low voltage advisory alarms were not reproduced during testing of the returned controller; however, the raised resistances observed on the rsoc wires of both power cables could have resulted in the alarms activating. The driveline was disconnected on (B)(6) 2022 at 13:01:53 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2021. Heartmate 3 patient handbook (rev. D) section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (doc #10006136, rev. D) section 5, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables and the driveline from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook (rev. D) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller, system controller power cables. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.